Event description:
Burns with blisters the size of the "honeycomb" of the wrap [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist. An approximately (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) topically from an unspecified date in (B)(6) 2016 at 1 df, single for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2016, the patient reported applying the heatwrap over a piece of clothing (undershirt of fiber) for the first time and after a few hours the patient experienced a burning sensation and removed the heatwrap. She stated the heatwrap was used for less than 8 hours. The pharmacist observed the reaction and confirmed the patient had burns with blisters the size of the "honeycombs" of the heatwrap. The pharmacist stated they do not expect the patient to experience long-term sequelae such as scars. The pharmacist considered the event was serious. Action taken in response to the event for thermacare heatwrap was unknown. Therapeutic measures taken included topical application of zinc oxide (halibut), an unspecified anti-inflammatory drug and ciprofloxacin. Clinical outcome of the event was resolving. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Case description: this is a spontaneous report from a contactable pharmacist. An approximately (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) topically from an unspecified date in (B)(6) 2016 at 1 df, single for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2016, the patient reported applying the heatwrap over a piece of clothing (undershirt of fiber) for the first time and after a few hours the patient experienced a burning sensation and removed the heatwrap. She stated the heatwrap was used for less than 8 hours. The pharmacist observed the reaction and confirmed the patient had burns with blisters the size of the "honeycombs" of the heatwrap. The pharmacist stated they do not expect the patient to experience long-term sequelae such as scars. The pharmacist considered the event was serious. Action taken in response to the event for thermacare heatwrap was unknown. Therapeutic measures taken included topical application of zinc oxide (halibut), an unspecified anti-inflammatory drug and ciprofloxacin. Clinical outcome of the event was resolving. Additional information has been requested and will be provided as it becomes available. Follow-up (13apr2016): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment based on the information provided, the event burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term]. Burns with blisters the size of the "honeycomb" of the wrap [burns second degree], , narrative: this is a spontaneous report from a contactable pharmacist. An approximately 60-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) topically from an unspecified date in (B)(6) 2016 at 1 df, single for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2016, the patient reported applying the heatwrap over a piece of clothing (undershirt of fiber) for the first time and after a few hours the patient experienced a burning sensation and removed the heatwrap. She stated the heatwrap was used for less than 8 hours. The pharmacist observed the reaction and confirmed the patient had burns with blisters the size of the "honeycombs" of the heatwrap. The pharmacist stated they do not expect the patient to experience long-term sequelae such as scars. The pharmacist considered the event was serious. Action taken in response to the event for thermacare heatwrap was unknown. Therapeutic measures taken included topical application of zinc oxide (halibut), an unspecified anti-inflammatory drug and ciprofloxacin. Clinical outcome of the event was resolving. According to product quality group: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (13apr2016): follow-up attempts have been completed and no further information is expected. Follow-up (01jun2020): new information received includes quality investigation results. Follow-up attempts have been completed and no further information is expected.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.